Event description:
It was reported that the patient presented during clinical follow up. Upon interrogation, it was noted that the patient's implantable cardioverter defibrillator exhibited far r wave oversensing. Programming changes were performed. The patient was in stable condition.

Event description:
It was reported that the patient presented during clinical follow up. Upon interrogation, it was noted that the patient's implantable cardioverter defibrillator exhibited far r wave oversensing causing inappropriate mode switch. Programming changes were performed. The patient was in stable condition.